Manufacturer narrative:
Test strip lot #1020213354 expiration date: 12/01/2015; test strip lot #1020814091 expiration date: 10/01/2016; control solution lot #1030214093 range: 82-127 mg/dl. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomed awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow up report will be filed.

Event description:
It was reported to nova biomed that a consumer received a result of 172 mg/dl on their blood glucose meter. The consumer immediately performed an add'l two tests using the same meter but a different set of test strips getting the following results of 20 mg/dl and 31mg/dl. According to the caller, they believed the lower results to be accurate and the consumer experienced a hypoglycemic event requiring emergent food intervention to help raise his blood glucose level. During the call to customer support, it was revealed that the consumer used expired control solution on her test strips to determine their integrity and accuracy. A control solution test was performed using a new vial of control solution and the test strips to fall in range. The difference in the consumer's readings was determined to be clinically significant. The meter and test strips will be returned for eval.